Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2011 for unspecific reasons. The patient was reimplanted with a new device during the same surgery.